Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased threshold was noted on the right ventricle (rv) lead. The patient was admitted to the hospital and experienced vt episodes and decrease impedance on the rv lead not allowing required therapy to be delivered. Reprogramming was performed to resolve the issue. The rv lead remains implanted and will be monitored. The patient was in stable condition.